Manufacturer narrative:
Additional information /investigation will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shunt system (# fx413t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be difficult to adjust. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 67 cm, weight: (B)(6) kg, gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -deposits/ particles in the delivery liquid permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 9.54 cmh2o. This is not within the specified tolerance of 13 cmh2o ± 3 cmh2o. An applied pressure of 13 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 13 cmh2o ± 3 cmh2o. Additional testing improved the results [9.95 cmh2o]. The improvement of the value could be caused by probably flushed out deposits. According to our results, we can determine the presence of a minimal accelerated outflow. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 18.65 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, no visible deposits were found in both valves. Results: based on our investigation results, we can identify a minimal accelerated outflow in the progav 2.0 valve. The suspected blockage could not be confirmed. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.